Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was found to be leaking from the fill port. Therefore, the sterile fluid pathway was breached. It is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak at the fill port" was confirmed. Visual examination of the unit showed no signs of abnormality that may have potentially contributed to the reported condition, however, the device was disassembled and acrylic resin (material of the stress-member-0.6 mm) was found trapped between the check-band and stress-member causing the backflow condition. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.